Event description:
It was reported that there was a leak past the o-rings and the o-rings did not appear to be malformed. The insulin leaked at second o-ring. No further details provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.